Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer skin graft mesher was not able to process the skin into a mesh form because it was entangled in the cutter of the device. There was no patient harm or delay reported, and procedure was completed with an alternate device. No additional clinical information was received prior to this report.